Event description:
Customer states that she experience a hypoglycemic event when her meter was unavailable for use. The customer says that she attempted to test on her aviva meter, but obtained an error within meter specifications. She felt very weak at that time and her son called the paramedics. No one was home with the customer at the time of her hypoglycemia. The paramedics arrived and broke down her door. They tested her at 27 mg/dl on their meter. She was taken to the hospital and admitted overnight. Timeframe between error and paramedics arriving is unknown. Treatment at hospital is unknown. Requested return of suspect device and replacement was sent.